Manufacturer narrative:
Additional information was received that the patient is recovering from his lack of bladder control. The physician ordered a psychiatric examination to explore validity of the symptoms but the results were not available.

Event description:
A report was received that the patient was experiencing left sided numbness and loss of bladder control after a permanent implant procedure. Imaging and diagnostic tests were performed and revealed no cause of symptoms. The patient underwent an explant procedure due to severity of patient complaints, and to rule out hematoma. It was believed that symptoms were probably procedure related and perhaps cord progression at epidural implant site. No device malfunction was suspected. The patient's bladder sensation and all left-side sensation and function had returned, but the patient was still experiencing some lack of bladder control.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-1132, serial #: (B)(4), description: precision spectra implantable pulse generator. Model #: sc-4316, lot #: 17910828, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient was experiencing left sided numbness and loss of bladder control after a permanent implant procedure. Imaging and diagnostic tests were performed and revealed no cause of symptoms. The patient underwent an explant procedure due to severity of patient complaints, and to rule out hematoma. It was believed that symptoms were probably procedure related and perhaps cord progression at epidural implant site. No device malfunction was suspected. The patient's bladder sensation and all left-side sensation and function had returned, but the patient was still experiencing some lack of bladder control.